Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was reporting the device was not working properly. The patient stated they had not had any falls or done anything to break it. Multiple programs were attempted in order to troubleshoot the issue. Lead interrogation showed all leads were viable and a battery check showed remaining battery life. The device was replaced, and the issue was reported to be resolved. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from the patient. They mentioned their old device was replaced "because lead was maybe broken," and they were not getting symptom relief.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va19r1f, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead product ID 3889-28, lot# va19r1f, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type lead h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on additional information received, the codes have been updated/added. (B)(4) no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a manufacturer¿s representative (rep) clarifying that the reported issue was a therapy issue per the patient. It was reported that the cause was not determined. No further complications were reported.